Event description:
It was reported that a therapeutic hydrothermal ablation procedure was completed in 2003 with no alarms. Immediately after the ablation, before the fluid had cooled, the doctor was aggressively looking into the cavity to see the results of the ablation. After the procedure, the doctor noticed a red area in the vagina and onto the buttucks, which blistered while the pt was in recovery. The doctor considered it a second degree burn, administered silvadene cream, and sent the pt home. During further follow up eighteen days later, it was reported that several days after the procedure the pt was admitted to a burn center where they stayed for several weeks and was given a skin graft. This device has not been received for eval. Therefore, a failure analysis is not available. As an accurate lot number for this device was not provided, a device history search could not be performed and co is unable to determine if the device met it specs. Co believes user technique may have contributed to this event. However co is unable to determine the relationship between the device and the cause for this event.